Event description:
The customer reported that the unit was giving error code message of data acquisition (da) pcba adc reference failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient.